Event description:
It was reported that the patient's right ventricular lead exhibited noise oversensing and high pacing impedance. No interventions were performed. The patient's condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5153391.